Manufacturer narrative:
Investigation summary: the DHR was performed, maintenance record analysis, and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible to confirm the complaint. The incident identified by this complaint will be monitored for tendency analysis.

Event description:
It was reported that there was a defective plunger with a bd syringe plastipak¿ 10ml s/su. The following information was provided by the initial reporter, translated from portuguese to english: the plunger is bent and the stopper is upside down.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a defective plunger with a bd syringe plastipak¿ 10ml s/su. The following information was provided by the initial reporter, translated from portuguese to english: the plunger is bent and the stopper is upside down.